Manufacturer narrative:
(B)(4).

Event description:
It was reported that pairing failed occurred on for transmitter with serial number (B)(4). However, transmitter with serial number (B)(4) was returned for evaluation. An external visual inspection was performed and passed. Perform voltage test was performed and failed. Data log analysis was performed and failed. A review of the share logs was performed and a pairing failure was found for serial number (B)(4) within the investigation window. The allegation was confirmed. The probable cause was determined to be signal loss. In addition, the probable cause of the signal loss could not be determined. The reported event of pairing failed is reportable based on signal loss greater than 3 hours. No injury or medical intervention was reported.